Event description:
It was reported that when the variable angle locking screw 2.4mm was taken out from the sterilization box, a thing like shaving waste had adhered to the base of the locking screw. It was immediately exchanged with another locking screw and the procedure continued without further problems. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Return date 3/26/12. Original awareness date is 3/9/12.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and one nonconformance for a burr under the head was found. A single screw contained in a heat sealed plastic bag was returned for a manufacturing evaluation. Examination of the bag revealed that there was no shaving contained therein. This complaint is indeterminate from a manufacturing standpoint.